Event description:
A report was received that the patient underwent a pocket revision procedure due to discomfort at the pocket site. The patient is reportedly doing well following the procedure and receiving good pain coverage.